Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to move arm 4 from one of the surgeon consoles. Technical support engineer (tse) tried to view system logs and arm setup, but system wasn't connected to onsite during the call. The surgeon moved to the other console and now is able to control arm 4, but stated they feel some resistance and arm 4 feels sluggish. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. It was identified a recurring error 22021 associated with the instrument prograsp forceps. The "grip calibration failure" cleared after the instrument was replaced. No issues were identified with either of the surgeon side consoles (ssc) involved. Hospital staff were advised to continue monitoring the instrument. Due to unavailability, the surgeon could not be consulted to confirm whether all arms were activated on the ssc in question, as individual arm control can be reassigned between sscs. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse was unable to reproduce the reported failure and the system logs did not show any relevant error related with customer complaint.